Manufacturer narrative:
The rv lead was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, it had to be repositioned several times as the sensing values were unacceptable. It was then noted that the helix was not operating. This rv lead was extracted and successfully replaced. No adverse patient effects were reported.